Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. A boston scientific technical services (ts) consultant recommended device replacement. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Review of device memory confirmed early battery depletion. Analysis confirmed partial depletion and the right atrial (ra) sense and pace count sum was slightly higher than cardiac cycle count. The early depletion was caused by electrical leakage high current in circuits.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. A boston scientific technical services (ts) consultant recommended device replacement. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received which indicated the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. A boston scientific technical services (ts) consultant recommended device replacement. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received which indicated the pacemaker was explanted and replaced. No additional adverse patient effects were reported.